Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.00x28mm promus element ¿ stent was advanced but was unable to cross the lesion. During withdrawal of the device, it was noted that the stent was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.00x28mm promus element ¿ stent was advanced but was unable to cross the lesion. During withdrawal of the device, it was noted that the stent was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).